Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter contact information - unknown. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient underwent total elbow arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a loose discovery humeral component; however, no revision procedure has been reported to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent total elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a loose humeral component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the component loosening was due to a patient fall and was not implant related. The initial report should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that a patient underwent total elbow arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a loose humeral component.